Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the right ventricular (rv) lead exhibited high shock impedance measurements due to an apparent proximal coil issue, this did not result in a serious injury, however this type of malfunction could lead to death or serious injury if it were to occur again.